Event description:
Plaintiff reports initial bilateral implantation 3/2/81, with explant 5/16/94. Plaintiff alleges injuries as a result of implants containing or consistin gof silicone, silicone gel, and/or elastomer made of silicone.